Event description:
Adverse event: interrupted procedure. Malfunction: laser stopped firing; error message; procedure aborted; performed energy check and rebooted to continue. A refractive coordinator reported that during surgery a 'secondary energy high' message was displayed. The surgeon aborted the procedure and performed another energy check. All surgeries were completed without issue.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager (tm) tested the system and confirmed that in the log file, the user had received messages indicating insufficient nitrogen pressure prior to surgery, but did not contact service. Tm concluded that the nitrogen insufficiency lead to the occurrence of the secondary energy high message, which influenced the system to abort the surgery. Remaining surgery was completed successfully after system was rebooted tm assessed that rebooting the system allowed more nitrogen flow through the line, making it possible to continue. Upon further investigation, tm found the plume evacuator unit had been moved up against the nitrogen line and the line was kinked and partially occluded as it connected to the system cover. He repaired the line and tested the system and found all parameters in spec. Tm informed the physician and laser operators of his findings, and reminded them to notify a tm when the system presents messages during or after calibration. While at site, tm also observed a noisy ventilator fan, which was replaced as a preventive measure. Tm successfully completed a system verification, to confirm that the laser was working within manufacturer's specifications. Conclusion: based on the results of the investigation, the root cause was determined to be the kinked and occluded nitrogen line. (B) (4)